Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed the reported failure, green line appeared when the cable was wiggled. The fault was determined to be an electrical connection failure. The faulty baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, when the camera cable was moved around it shorted out and the video cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.